Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - india.

Event description:
It was reported that the device is not rotating and stuck. The event timing is outside of surgery, there is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, e2, g3, g6, h2, h4, h6, h11. A review of the most recent repair report is not possible as the unit was not returned for servicing. Therefore, no assessment or repair was performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.